Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an etoposide infusion, the set was leaking at the filter. No patient harm was reported.

Manufacturer narrative:
The customer's report of a leak at the filter was confirmed. Visual inspection (including magnification) showed that both filter vents appeared wetted out; however, no obvious damages or other issues were noted. Functional testing and pressure testing were performed; a slight fluid leak was observed from the filter's bottom vent. The root cause was not identified.

Event description:
The customer reported that at the completion of an etoposide infusion, the set was flushed with normal saline and fluid leaked from a small hole on the back of the filter. There was no report of patient harm.

Event description:
There was no patient harm, nor any report of harm to pharmacy or nursing staff as a result of the event. The drug had been in the set for 12-24 hours.